Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped working. Reportedly, the button appears to be stuck down. The device turns on when plugged into a power source. There was no impact to customer's blood glucose level. Customer stated that they will continue to use the pump, and have short and long acting insulin injections if needed for insulin therapy.